Manufacturer narrative:
B3: unknown. Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a travel coarse error. Event occurred during testing. There was no patient involvement.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was returned for analysis. Visual inspection showed a crack in the top case. Review of the event history log (ehl) showed travel coarse error. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the dirty lead screw and clutch halves. As a result, the lead screw and clutch halves were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.